Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, on an unknown time frame post-implantation, the patient underwent revision surgery due to detachment of the femoral component and femoral stem. Extensive metallosis was found in the joint during the procedure. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). Unknown nexgen rotating hinge femoral stem: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: germany multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2024-00375. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
D10: medical product: nexgen long 14mm diameter 155mm length straight stem extension: catalog#00598801114, lot#61214729; size 6 precoat cemented tibial component: catalog#00588000600, lot#62026494; 12mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801012, lot#62066296; 14mm height size f articular surface with hinge post extension: catalog#00588006014, lot#62413009; unknown 35mm patella component: catalog#ni, lot#ni; unknown tm cone 10mm: catalog#ni, lot#ni; unknown tm cone 5mm: catalog#ni, lot#ni; unknown refobacin cement: catalog#ni, lot#ni; unknown palacos cement: catalog#ni, lot#ni. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left total knee arthroplasty. Approximately eleven (11) years and six (6) months post-implantation, the patient presented with pain and instability in the knee. Subsequently the patient underwent revision surgery where the femoral stem was found to have detached from the femoral component. Extensive metallosis was also found in the joint during the procedure. All components were replaced without reported complication. Due diligence is complete as multiple attempts have been made however all available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. H6: proposed component code: mechanical (g04) - femur. Visual examination of the provided photographs identified an explanted tibial, femoral, stems, hinge post, articular surface and patella. There is no notable damage of the hinge post, step, or inner diameter of the femoral. There is some wear of the femoral poly box insert. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation at the connection between the femoral shaft cone and the femoral component, massive metallosis. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.